Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right direct surgical approach in a 42-year-old male patient presenting for elective placement. The patient¿s medical history included coronary artery disease (cad) and diabetes mellitus (dm). A call was received from the unit reporting that the aic had been changed due to the I-waveform appearing artifact-like. The reported events are display issue, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.